Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that an rf3000 radiofrequency generator was used during a radiofrequency ablation (rfa) procedure. According to the complainant, during the procedure, the beep of the active tone was sometimes shorter compared to the normal length of the tone, and sometimes it did not go off at all. However, the procedure was still completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: the device was returned to the bsc (B)(4) technical service center. The generator was subjected to functional testing, including a display check, an error display check and an output accuracy check; no issues were found. Electrical safety testing included leak electric current measurements, grounding resistance measurements, input electric current measurements, and a drop test. The device was within specifications. The complaint was not confirmed. The returned device showed no evidence of either the alleged issue or any other defect which could have contributed to the event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified serial number.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that an rf3000 radiofrequency generator was used during a radiofrequency ablation (rfa) procedure. According to the complainant, during the procedure, the beep of the active tone was sometimes shorter compared to the normal length of the tone, and sometimes it did not go off at all. However, the procedure was still completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.